Manufacturer narrative:
PMA 510(k): k110824 / k130596. Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Elective sleeve gastrectomy on male patient; moderately obese but not severe. The surgeon started dissection of the omentum. After the first "seal and cut" a large bleed occurred. Blood vessel estimated to be at 3-4mm. Steam was given off by the device; surgeon tried repeatedly to seal but with no success. Device was discarded and vessel was sealed with a ligation clip. Surgeon was provided a 2nd caiman hand piece; results improved and the surgeon completed case. Generator in use during procedure is gn200 / lektrafuse hf generator bipolar serial number (B)(4).